Event description:
It was reported that during central processing, the tip of a force bipolar instrument was broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have a dislodged grip tang near the base of the grip tip. This causes jaws not to be removed from the trocar properly. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.